Manufacturer narrative:
The patient weight was requested, but not yet provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 8 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s vad system had continued pump stoppages on the early morning of (B)(6) 2018 when at home. On arrival to the emergency room for monitoring, the patient¿s vad system was connected to an ungrounded patient cable and log files were downloaded and submitted for evaluation. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed multiple pump stoppage events and speed drops below the low speed limit on (B)(6) 2018 when the system was connected to a power module. X-ray images submitted for evaluation were found to be unremarkable. The customer reported that the patient would be kept on an ungrounded patient cable. Two ungrounded patient cables were requested to be sent to the patient¿s home. No additional information was provided.

Manufacturer narrative:
The report of deceleration in pump speed and pump stoppages was confirmed based on the information contained in the submitted log file. Multiple low speed hazard and pump stoppage events were recorded on 24jan2018, when the lvad system was powered by the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appeared consistent with a potential percutaneous lead (driveline) issue; however, driveline wire damage could not be confirmed as the device remained in use and was not available for evaluation. X-ray images submitted to the manufacturer at this time were found to be unremarkable. The pump remains implanted supporting the patient with the use of a non-grounded patient cable. No additional related issues were reported until 18jun2018 when the clinicians noted pump stoppages which reportedly occurred with patient movement. Subsequently, on 20jun2018, a driveline replacement was performed by the manufacturer¿s technical services representatives (submission of the event related to the driveline replacement will be reported separately by the manufacturer under MFR report # 2916596-2018-02649). The investigation of the returned driveline found damage to the insulation of the green and yellow wires. If the exposed conductors of these compromised wires contacted the braided shield while the lvad system was operating on a grounded power source, the resulting short could have contributed to the reported deceleration in pump speed and pump stoppages that occurred on 24jan2018, if the observed damage was present at the time of the event. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. H3 other text : placeholder